Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needle was leaking at the hub where they connects with the syringe. The issue was noticed during injection, which affects the appropriate amount of medication being injected to the patient. There was no consequences or impact to the patient involved.